Event description:
Roche diagnostics received a complaint from a customer who stated they received a questionable sodium result on a "siemens" analyzer. The customer stated they obtained a result of 119 mmol/l on a roche analyzer (reported to FDA on MDR 1823260-2013-03040), a result of 122 mmol/l on the "siemens" analyzer, and a result of 126 mmol/l on an istat analyzer. The physician believed the istat result was correct. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).